Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pump would not stay on when unplugged. Battery replaced by biomedical. There are no parts to return. There was no report of the pump being on patient.

Manufacturer narrative:
(B)(4). The reported complaint of "pump would not stay on when unplugged" was confirmed by the field service engineer. No part was returned to teleflex chelmsford for investigation. The battery was replaced by the trained biomed and resolved the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump would not stay on when unplugged. Battery replaced by biomedical. There are no parts to return. There was no report of the pump being on patient.